Event description:
On (B) (6) 2008, the patient reported that while changing the insulin cartridge e10 (cartridge) error was displayed on her infusion device. She removed the insulin cartridge and the plunger became stuck on the piston rod of the infusion device, and the entire contents of the cartridge spilled into the cartridge compartment. She was educated on the proper procedure for removing the insulin cartridge from the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.